Event description:
The ge oec 9800 fluoroscopy system had intermittent boot-up issues and communications errors displayed.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the grinding noise was from the cpu and needed to be replaced. The cpu was removed and replaced along with the associate components and hard drive. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.